Event description:
Boston scientific received information that during a replacement procedure, difficulty was encountered removing the right ventricular and atrial leads from this device header. The leads were cut and replaced. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.